Event description:
It was reported that during therapy upgrade, this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition greater than 2 seconds due to current programming. Reprogramming efforts were performed. Subsequently, a revision procedure was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during therapy upgrade, this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition greater than 2 seconds due to current programming. Reprogramming efforts were performed. At this time, this device remains in service and no adverse additional adverse patient effects were reported.